Manufacturer narrative:
No product information available at this time.

Event description:
According to the reporter, a patient went to court against a hospital / gyne surgeon after a myomectomy. An ileus formed postoperatively. The thread of the suture rested outside of the tissue. The surgeon claimed to cut the thread plane to the surface so that the "thread-tail" might have been the result of a post-operatively detumescence or just simply that the last piece of the suture slipped out of the tissue.